Manufacturer narrative:
Date of event is estimated. It was reported to abbott a patient¿s lumbar ipg was at end of life. Surgery took place where the in ipg was explanted and replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The ipg was deemed inoperable, and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.